Manufacturer narrative:
The company rep examined the sys, verified the customer reported event, and replaced the host central processing unit (cpu). The sys was then tested and met all product spec. The host cpu is returning for eval. Add'l info regarding product eval is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A biomedical engineer reported that during surgery, the sys shut down. They were unable to reboot the sys, so they exchanged it for a different sys. The case was completed after a delay of approx five to 8 minutes. There was no harm to the pt reported.